Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4), indication for use. The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to seal the lesion (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the stent delivery system or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stent did not have proper vessel wall apposition to properly seal the lesion; however, the exact cause cannot be determined. The additional therapy/non-surgical treatment appears to be a secondary effect to the failure to seal as the decision was made to coil the inferior pole artery to treat the lesion. It was reported that the graftmaster was used in attempt to treat a lesion in the left renal. It should be noted that the product instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts les than or equal to 2.75 mm in diameter. It is unknown how use of the device in the left renal contributed to the complaint. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported for failure to seal the perforation (leak) from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, although a conclusive cause cannot be determined for the reported failure to seal (leak), there does not appear to be any indication of a product quality deficiency. This type of reported event will continue to be monitored. All stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a previous percutaneous intervention to her left kidney, which resulted in a distal arteriovenous fistula. Since that event the patient had several on-going medical issues, including a transient course of acute renal insufficiency. In (B)(6), renal artery doppler demonstrated significant in-stent restenosis, which was thought to be exacerbated by the high-flow state caused by her fistula. The physician felt that renal artery bypass grafting and surgical closure of the fistula would be high risk; therefore, the decision was made to perform percutaneous intervention. The patient presented on (B)(6) 2011 for elective percutaneous closure. The vessel appeared small so a 3.0 x 12 mm non-abbott bare metal stent was implanted across the fistula tract; however, a persistent flow in the fistula continued. As there were limited options, the 3.5 x 19 jostent graftmaster was deployed inside the previously placed stent in what the physicians felt was a significant anterior venous fistula. Prolonged balloon inflations after the placement of the graftmaster were unsuccessful. The decision was then made to coil the inferior pole artery. The patient tolerated the procedure quite well. No additional information was provided.